Manufacturer narrative:
The following device was also listed in this report: trident hemispherical cluster 52mm; cat# 502-01-52e; lot# unknown it cannot be determined if this device may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with a trident acetabular hip system in her right hip on (B)(6) 2013. It is further alleged that on or about (B)(6) 2014 the patient suffered from pain in groin, right hip and right leg as a result of her use of the trident system. Allegedly she underwent revision surgery of her right hip on or about (B)(6) 2017.